Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 104 alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) indicated they did not have any issues with the hc the previous night and performed tidal therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.